Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the hose of the motor device was damaged and had a hole/cut in it. It was determined that the temperature was above specification, the bearings and cable/cord/wiring were damaged, and the device had excessive noise level-(db). It was further determined that the device failed pretest for handpiece temperature assessment, air pump assessment, noise assessment, safety assessment, no short circuit between sensor gnd and connector body (42), no short circuit between 5vdc line and connector body (42), no short circuit between hall sensors and connector body (42), no short circuit between phases and connector body (42) and motor thermistor assessment. It was noted in the service order that during a craniotomy surgical procedure, it was discovered that the device was not working due to a power cable issue. It was not reported if there was a delay in the surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.